Event description:
The affiliate reported that the device disconnected from the bactiseal external drainage catheter. As a result, a new collection system was connected to the catheter. Each time the content of the drip chamber was drained towards the collection bag and the stopcock between the drip chamber and the collection bag is closed, immediately afterwards, during a short time, an excessive suction from cerebral spinal fluid (csf) out of the ventricles is recorded. Additional information explained that all stopcocks were open. Only the drip chamber stopcock was manipulated to drain the csf out of the drip chamber and it was closed when the drip chamber was empty. The drip chamber is emptied every 1 to 2 hours and it was about 5 to 10 ml every time. The customer is sure that it is more suction than elevated icp. After emptying the drip chamber, a negative pressure in the system drains the csf out of the ventricles. No patient consequences were reported.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the root cause of the problem reported by the customer is due to not rotating the system stop cock. The eds iii was flow tested per IFU and no dysfunctions were noted. The problem reported by the customer was reported to the r&d department. The r&d department stated: ¿the scenario they described is as follows ¿ the drainage pathway from the patient to the drip chamber remains open before, during and after the drip chamber is drained to the collection bag. And they believe a vacuum is generated within the drip chamber with the outflow of fluid to the drainage bag that results in an abnormal rate of drainage that initiates once the drip chamber stopcock is closed. If I interpreted this correctly, the drip chamber vent should prevent a vacuum. If the vent failed, the open pathway to the patient (as they describe) would permit fluid to be drawn to prevent a vacuum. As fluid was delivered from the patient simultaneous with fluid exiting the drip chamber, they would not likely see a net reduction in the fluid level of the drip chamber. If the vent failed and the pathway to the patient was closed, the fluid would not likely exit the drip chamber due to the vacuum that would exist.¿ the current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records was not possible as the lot number was unknown. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.